Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from saol therapeutics reported the pump replacement with a 20 ml pump also included repositioning of the patient¿s pump to a more superior location. The patient tolerated the procedure well with no complications and was discharged on (B)(6) 2017. The patient¿s weight was noted as (B)(6) (previously reported as (B)(6). Additional medical history included spasticity (spastic quadriplegia) and oral baclofen.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8784, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8781, serial (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider via a company representative regarding a patient who was receiving lioresal 2000 mcg/ml; 264.6 mcg/day via an implantable pump. Indication for use was intractable spasticity. Other medications the patient was taking at time of the event were not available. The date of the event was unknown. It was reported the patient had no complaints with therapy. The patient was unsure why the pocket seems to have a buildup of fluid. It was unknown when it started to develop after pump replacement. (See manufacture report #3004209178-2017-26708) there were no factors that led to this issue. The physician noted that the patient bent his body forward frequently which may have dislodged the pump; perhaps the pump flipped. The pump moving in pocket and dislodged catheter? The patient did not inform the physician of the pocket issue prior to a follow up appointment on monday, (B)(6) 2018. The physician noted fluid buildup of pocket at this date. The patient and physician agreed to perform a pocket revision to evaluate why the pocket has fluid. A pocket revision was performed (B)(6) 2018 due to fluid buildup in the pocket. The physician noted the pump anchors were undone and the pump was loose in the pocket as suspected. The catheter was evaluated and there were no observed leaks or problems noted. The catheter connection was intact. The catheter aspirated over 1 cc without issue. The physician flushed preservative free (pf) radiopaque dye from the catheter access port (cap) and no leaks or issues were noted. Therefore, the physician concluded the system was intact and the fluid buildup was possibly from a seroma after the prior surgery. The physician sent cultures of fluid and tissue from the pocket. The pocket had no signs of infection. The pump was placed lower in the pocket to avoid the rib cage further and anchored around the pump times four ties. The patient was receiving therapy without a problem during this issue. The issue resolved. Patient status was alive - no injury. The patient¿s weight at the time of the event was (B)(6) kilograms. Medical history was unknown. No further complications were reported.